Event description:
It was reported that the atrial lead exhibited noise and oversensing of ventricular episodes. The lead was capped and replaced on (B)(6) 2014 during routine device change out. The patients condition was fine.